Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of the patient for a 5mm aneurysm. It was reported that during the index procedure, a syringe was attached to the plastic distal part of the flush port in order to flush saline through the device. When the surgeon went to advance the saline it sprayed out the side of the plastic and the physician said it looked like it was cracked. As per the physician the cause of the event is due to the a crack in the flush port of the reliant balloon. It was noted that the event was resolved with the use of another reliant balloon on the same day. No additional clinical sequelae were reported and the patient is fine. Medical history; (B)(6).